Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.11. Complaints database analysis revealed no similar event since unit installation in 2006. The root cause of the reported failure can be addressed by a defective hkr board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. A livanova service technician was dispatched to the facility to investigate the device and in order to solve the issue computer board (hkr) of the involved roller pump was replaced. Unit was tested and no other deficiency was found. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the roller pump displayed motor control failure error (e433). The event occurred during a procedure. There is no report of any patient injury.